Event description:
A customer reported that the battery of their t:slim x2 pump would not charge, and they were unable to confirm a power source alert because the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to plug the wall adapter into an outlet known to be working and wait at least 30 minutes to see if the pump would begin charging, with plans for follow-up, although the follow-up attempt resulted in technical support being unable to leave a voicemail.